Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with meter that produce e-7 error. The root cause is foreign material on the strip connector(blood like substance). Returned test strips passed all the test strips evaluation tests.

Event description:
Customer complained of e-2 error message initially while troubleshooting customer was able to obtain a blood result customer considered was too low. Customer states feels well and requires no medical attention. The customer's expected blood result is 117mg/dl-150mg/dl not fasting. Verified the strips expire 12/31/2018. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 79mg/dl and 81mg/dl not fasting. Reviewed meter memory: (B)(6). The customer run a test on the meter and got a result of 81mg/ dl (nonfasting). Customer ran a second test and got 79mg/dl.